Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net and the atrial lead exhibited noise. Lead impedance had been steadily decreasing. The lead was capped and replaced. The procedure was completed successfully without adverse consequence to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.